Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 4.00 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The de novo target lesion was located in the non-tortuous and non-calcified right coronary artery. A 20 x 4.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. Through fluoroscopy, it was observed the stent's distal portion has an open cell. The device was completely removed and the procedure was completed with another 20 x 4.00 promus premier drug-eluting stent. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The de novo target lesion was located in the non-tortuous and non-calcified right coronary artery. A 20 x 4.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. Through fluoroscopy, it was observed the stent's distal portion has an open cell. The device was completely removed and the procedure was completed with another 20 x 4.00 promus premier drug-eluting stent. There were no patient complications reported and the patient was stable.